Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and requires maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the failed drawer had required maintenance. A field service engineer (fse) found that the full height drawer 5 was failed to stay closed. Fse replaced it with a new inseparable unit and customer tested the device and confirmed there were no issues. The system functioned as intended after the field service engineer repaired the device.